Manufacturer narrative:
Clinical investigation conclude that after a review of the patients hd treatments sheets revealed that the patients decreased systolic blood pressure of 98/61 and subsequently 93/61 were temporally unrelated to her initial blood loss, it occurred between 40 minutes to one hour and 10 minutes after her blood loss. A device history record was extracted and device met requirements. No product investigation was conducted, product was not returned. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
It was reported by a dialysis facility that a patient experienced a blood leak during beginning of treatment when blood enters into dialyzer. Leak into dialysate lines. Patient lost blood and under observation afterward, the patient experienced drop in blood pressure due to blood loss.